Event description:
It was reported that, all stryker listed above removed from infection. Cement spacers implanted.

Manufacturer narrative:
The following other hip devices were also listed in this report: accolade c cs 132 nk 37 mm size 6 stem w/distal hole, cat# 6058-0637d, lot# 33635501. Primary tritanium hemi cluster hole cup 52mm, cat# 502-03-52d, lot# met56e. Delta v-40 ceramic head 36/+2.5, cat# 6570-0-536, lot# 29838201. Acetabular dome hole plug, cat# 2060-0000-1, lot# mhaav0, 6.5 cancellous bone screw 25mm, cat# 2030-6525-1, lot# mhdmk8, 6.5 cancellous bone screw 25mm, cat# 2030-6525-1, lot# mhdm80. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.